Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: vats. According to the reporter: the reload was deformed at the pressure plate and not all clamps were formed correctly. A leak was closed with another device. There was a slight tissue loss that was presumed due to application of another sulu.